Manufacturer narrative:
(B)(4). The customer reported that a shock was not delivered. There was no report of negative pt impact. The device was evaluated locally by philips and replacement of the paddle set resolved the reported symptom.

Event description:
The customer reported that a shock was not delivered. There was no report of negative pt impact.